Manufacturer narrative:
This product is returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a long charge (lc) and charge time (CT) code. Review of remote monitoring data found the patient had received a shock. Initially the episode started with noise and then the channel was nearly flat. The shock impedance for the treated episode was low and out of range. An x-ray was performed and it was discovered the electrode was twiddled back into the device pocket. Due to the previously observed codes, device replacement was recommended with the electrode revision. Subsequently, the system was explanted and successfully replace. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.